Event description:
Hosp reports unit with low battery and no vent inop led. Svc technician reports unit failed just after application on pt. Hosp staff exchanged unit with another ventilator; no report of pt injury as a result of incident.

Manufacturer narrative:
Lab results: overall visual inspection of the power switch revealed no obvious problems. Operations of power switch checked with a dmm and no problems found. Output of battery pack checked and it is 3.782vdc and should be approx 6.000vdc. Battery pack placed in test unit and "battery lamp test" performed and the "vent inop" led is dim but visible. Unit ran over weekend and battery output checked again now putting out 3.942 vdc. The battery pack did not charge up significantly over the weekend. The pack has at least one cell that is dead and may have at least one more.